Manufacturer narrative:
One sample model 2420-0007 lot 24085385 was returned for investigation. The set was examined for defects and abnormalities. There was a hole at the top of the silicone segment. No other defects or abnormalities were observed. The customer complaint was verified. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. Additionally, the bd clinical team has been notified of the failure to determine if further training or instruction is needed for use of the extension sets. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking, the following information was received by the initial reporter with the following verbatim. It was reported by customer that the tubing set leaked the infusion from the drip chamber at the top of it.